Manufacturer narrative:
One ultra-fast-fix needle delivery system device used for treatment, was not returned for evaluation. Due to product unavailability, investigation and evaluation were limited. This is a user controlled device. This style of delivery system requires user controlled manual trigger advancement to position and place the anchors. They are each then manually stripped off the needle tip. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Based upon the information provided, the failure was anchor premature detachment. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during an acl reconstruction surgery, t2 anchor of ultra fast-fix assembly was not sitting in track. A back-up device was available to complete the surgery after a non-significant delay. The patient was not harmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.